Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). UDI#: (B)(4). On (B)(6) 2019, it was reported that the unit had an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) eleven times as documented in the repair reports in livelink. The last repair was december 12, 2018 where it was reported that the device produced an incomplete mesh and the bushings, side plates, and shoulder bolts were replaced. This is not a related issue. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(4) as documented in the repair reports in livelink. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter serial number (B)(4)two times as documented in the repair reports. The last repair was december 12, 2018 where the cutter produced a passing sample mesh when tested. Product review of the skin graft mesher on february 4, 2019 revealed that the comb and roller were damaged. The calibration was within specifications and the device produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete sample mesh and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4)produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on february 4, 2019 which included replacement of the comb, roller gear, and roller. Skin graft mesher, serial number 06462, was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.214. The reported event was confirmed since during the product review it was noted that the comb and roller were damaged. The 1.5:1 ratio cutter produced an incomplete sample mesh and was deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb and roller were damaged. The 1.5:1 ratio cutter produced an incomplete sample mesh and was deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed accordingly.

Event description:
It was reported that the skin graft messher had incomplete mesh. The device was used on cadaver skin. No adverse events were reported as a result of this malfunction.